Event description:
It was reported, the 200 micron tfl ball tip single use fiber displayed a broken laser fiber. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.